Event description:
It was reported that this recently implanted pacemaker reported an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended and atrial arrhythmia burden. The stored electrograms (egms) showed undersensing on the right atrial (ra) lead. At this time, the device and the ra lead remain in-service. No adverse patient effects were reported.